Event description:
Meter name: two fasttake meters, strip name: fasttake test strips, meter code: ni, strip code: ni, strip storage: stored correctly. Symptoms: no symptoms. A patient reported the patient ended up on the floor with scars on the patient's head. The patient meters were allegedly inaccurate high. The results on the patient's meter were 85 mg/dl, 69 mg/dl and 70 mg/dl. The result on the patient's one touch profile meter was 41 mg/dl. The time difference between patient's results was unknown. Treatment was unknown. No further information has been reported.